Event description:
It was reported that following a non-device related surgery, the patients ipg would not connect to the remote control (rc) or the clinicians programmer (cp). The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023.

Manufacturer narrative:
Sc-1232; sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that following a non-device related surgery, the patients ipg would not connect to the remote control (rc) or the clinicians programmer (cp). The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively.